Manufacturer narrative:
A steris service technician inspected the sterilizer and identified the pressure in the hot water supply line was above specification. The technician further identified that the sterilizer's drain pipe and funnel were misaligned and required adjustment. The user facility installed a pressure regulator on the hot water supply line to bring the pressure into specification. The steris service technician adjusted the sterilizer's drain pipe and funnel bottom, tested the unit and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No injuries were reported.